Manufacturer narrative:
This is one of 2 products involved with the reported event. The associated manufacturer report number is 1033553-2013-00042. The product is available but has not been received as of the initial report (which has been indicated. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3535981004, was produced under normal conditions. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
Information received by our (B)(6) affiliate on (B)(6) 2013, indicates that the patient (pt) experienced a fungal and bacterial infection in the eyes with use of contact lenses. The information was received by letter from the eye care professional (ecp). The pt confirmed that he/she was treated by a doctor (treatment unknown), given a fresh pair of lenses, and the issue has since resolved. Further information received on (B)(6) 2013, indicates that the pt experienced central corneal ulcers in both eyes (event date unk). The pt has since returned to contact lens wear and there is no scar. Pt is a daily wear user and replaces the lenses monthly.